Manufacturer narrative:
No RMA has been initiated for this issue. Model solo bs1176-111, serial number/date code (B)(4). The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The patient is a (B)(6) female. The patient's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The facility stated that a staff member sat on the end of the bed and it collapsed to the lowest level. Neither the patient nor the staff member were injured. The clevis and hitch pins were allegedly missing from the bed. This bed has been discontinued by invacare continuing care - carroll healthcare. Replacement parts are being ordered to repair the bed frame.

Event description:
Customer alleges due to a fault in the weld, the leg elevation platform on the bed crashed to its lowest position when a staff member sat on the side of the bed. No injury alleged.